Event description:
It was reported that there was a problem with leaks on catheter tubing; localized leak on the luer lock connector. There was patient involvement. There were no clinical consequences.

Manufacturer narrative:
(B)(4). Device evaluation: no samples or photos were received for investigation. Testing was not conducted for the investigation. If the product is returned, this complaint will be reopened for investigation.